Manufacturer narrative:
Upon disassembly for visual inspection damage to the tps flex was found.

Event description:
While testing the micro sagittal saw during routine servicing it continued to run when the handswitch was released. There was no patient involvement and no adverse consequences associated with this event.